Event description:
It was reported that the system displayed a communication failed error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The fse reported that the in house biomed was instructed on the procedure for adjusting the 5.1 vdc to the gib from ps2. No conclusion can be drawn as no additional repair information was reported.